Manufacturer narrative:
Follow-up (B)(6) 2016: contact reported that customer's ketone levels were much better than at the time of the initial call. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ketones determined to be dangerous, despite having a blood glucose (bg) level of 146 (mg/dl) described to be normal by the contact. Customer administered injections to treat ketone levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.